Manufacturer narrative:
(B)(4) - representative samples of the product were returned for evaluation. The devices were visually and functionally inspected for knot and straight pull and met requirements. The devices were received in a condition that meet specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a blepharoplasty on an unknown date and suture was used. The patient returned to the physician for a check up and was found to have a broken suture. Additional information has been requested.